Manufacturer narrative:
Batch review performed on 08.06.2021: lot 2010283: (B)(4) items manufactured and released on 1-mar-2021. Expiration date: 2025-12-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed 11 days after the primary due to hip luxation caused by mobilized cup. The surgeon revised the cup, inlay and head.